Event description:
An end user noted redness under the tape border which began approximately one (1) month ago. The end user stated he has been using this product for one (1) month. The end use went on to state the wafer is changed every 2 - 3 days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end users stated his physician prescribed desonate gel and hibiclens washes for his skin. The end user also stated he cleans his skin with warm water and a mild soap and sometimes he will use hibiclens soap. The end user stated he dries his skin, applies the desonate gel and then the wafer. The end user was educated on skin care and instructed to seek medical attention as redness worsens. Samples of wafers with hydrocolloid collar were to be sent to the end user. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.